Event description:
Trouble with scope, after following the procedure we were unable to see anything on screen. The screen showed only a dark cloudy picture. After the staff changed scopes the picture was much better and the bronchoscopy was able to be performed. The scope was returned to the company for eval.